Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2016, that the transformer to her pump in style advanced breast pump broke open, exposing the inner circuitry.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.